Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module blood infusion set was difficult to disconnect the following information was received by the initial reporter with the following verbatim: it was reported by customer that rn attempted to remove tubing spike to replace bag with ns for flush of tubing. Upon removal, the bag's access port ripped off the bag and stayed attached to the tubing spike. Patient was receiving a blood transfusion for the full blood volume amount. ¿ once the blood bag was empty, rn attempted to remove tubing spike to replace bag with ns for flush of tubing. ¿ upon removal, the bag's access port ripped off the bag and stayed attached to the tubing spike. ¿ if the plastic access port had not been able to be removed, 20ml of the blood would not have been flushed and administered.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: it was reported that the spike got stuck in the IV bag and ripped part of the bag when disconnecting the spike from the bag. One sample model 2278-0500 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to multiple IV bags and was removed without incident. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.